Event description:
On 08/02/2021, it was reported by a sales representative via (B)(4) that ar-3210-0040 nanoscope handpiece trocars didn't fit into cannulas.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment device not returned; no further information available. The complaint device was not received for evaluation. Based on the information provided, the most likely cause for the reported failure can be attributed to issues noted in ncr-18130.